Manufacturer narrative:
As reported, post implant of a bard/davol 3dmax mesh, the mesh became infected and the patient underwent subsequent surgical intervention for removal of the mesh. Based on the information provided, no conclusion can be made as to the degree to which the bard device, may have caused or contributed to the patient¿s reported postoperative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regards to infection, the warning section of the instruction for use (IFU) states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, the implant date is provided as a best estimate (15-dec-2018), as an exact date was not provided. Should additional information be provided, a supplemental MDR will be submitted. Not returned - mesh explanted.

Event description:
As reported, the patient was implanted with a bard/davol 3dmax mesh during an unspecified procedure in (B)(6) 2018. As reported the patient had been taking an immunosuppressive agent for 18 months following mesh implant, due to mesh infection. As reported, the patient underwent repair of the infected mesh by drainage, ¿but the mesh still seemed infected.¿ on (B)(6) 2020 the patient underwent transabdominal preperitoneal (tapp) method, during this procedure the mesh was removed. The patient was discharged and under follow-up for observation.